Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a loose bypass valve. We performed a functional test and this test passed without problems. First calibration failed with calibration fault nr 5 expected value 0 real value -156. Error 5 is inlet pressure out of range. This could be caused by an air leakage. We found out that the bypass valve was loose and the rubber sealing ring from the pressure sensor was damaged. We secured the bypass valve and replaced the rubber sealing ring (used one from a scrap manifold). Secured the bypass valve. A damaged rubber sealing ring of the pressure transducer contributed to the reported issue. Replaced the rubber sealing ring. Electrical safety test (passed). The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: b, f, h. (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 01 (patient line open), air in arctic sun device. Per review of wo on 10jun2025, there was no patient involvement. Per sample evaluation results received via task on 23jul2025, it was reported that a damaged rubber sealing ring of the pressure transducer contributed to the reported issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 01 (patient line open), air in arctic sun device. Per review of wo on 10jun2025, there was no patient involvement.